Manufacturer narrative:
Occupation was other. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the device was not charging. The manufacturer representative (rep) was consulted and they couldn't fix the issue either. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Date of the event (B)(6) 2018 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that the circumstances that led to their device not charging was that patient thought their device had reached its highest potential in years but was advised by the neurologist that the device was fine for a total of 16 years. Patient stated that when the device showed the icon to "call my doctor" but canceled out when patient pushed "on" button. Patient also indicated that the issue was resolved and was so thankful for the immediate response from the manufacturer.